Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire entrapment and kidney damage occurred. A 035/145 amplatz super stiff guide wire was advanced to the lesion. Upon removal of the device, blockage was felt. Maneuvers were performed to extract the guide wire; however, a little hole was formed on the kidney during the process due to the pressure. The physician decided to remove the whole system and it was noted that the guide wire was frayed. A compression was also done on the hole of the kidney and the procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has coil damage, as part of overall visual revision. The device has the distal end broken and unraveled, the distal tip and the ballweld were returned. Overall length could not be measured due to the device condition (coil unraveled). Outer diameter (od) of distal tip could not be measured due to the device condition (coil unraveled). Od of middle of the device and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire entrapment and kidney damage occurred. A 035/145 amplatz super stiff¿ guide wire was advanced to the lesion. Upon removal of the device, blockage was felt. Maneuvers were performed to extract the guide wire; however, a little hole was formed on the kidney during the process due to the pressure. The physician decided to remove the whole system and it was noted that the guide wire was frayed. A compression was also done on the hole of the kidney and the procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.